Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During interrogation of the patient's pulse generator, the left ventricular (lv) lead exhibited loss of capture. The lv lead was explanted and replaced. The patient was discharged with no reports of adverse consequences.